Event description:
The customer reported the system had several error messages and a no image situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.